Event description:
See initial report.

Manufacturer narrative:
H11: complaints database analysis revealed that no further events were reported on this unit since its installation in 2006, nor a concerning trend has been identified. Based on the collected information, it cannot be ruled out that root cause of the event could be one of the following: - power cord damage due to rough handling and wearing of the part or - power cord damage after short circuit, due to overcurrent of the mains circuit of the hospital.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t caused a short circuit. In detail, the breaker of the specific socket where the 3t system was plugged in tripped. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in marseille, france. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The socket of the power cord was burnt. In order to solve the issue, the entire power cord was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.